Event description:
It was reported that during a routine follow-up, the right ventricular lead exhibited noise inhibiting pacing. The noise could be replicated with pocket manipulation. Upon removal insulation damage was noted near suture sleeve. The lead was explanted and replaced.

Manufacturer narrative:
Final analysis found insulation abrasion at 9.6 cm to 10.1 cm from the connector pin which exposed the outer coil. The abrasion is consistent with that of exposure to friction with another implantable device. This likely contributed to the reported noise.